Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the cutting wire broke. A photo of the complaint device was provided and showed the cutting wire was broken and kinked. It was reported that no parts of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked.